Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that replacing the fuses resolved the issue. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, when trans[porting the mobile view station (mvs) began beeping with low power and would not stop. Plugged the system into multiple outlets and the system did not stop beeping until it was shut down. When the system was plugged in, the light for line power was not lit. There was no patient present at the time of the issue.